Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported death could not be conclusively determined.

Event description:
Related manufacturer reference: 3005334138-2020-00078, 2182269-2020-00024, 3005334138-2020-00079, 3008452825-2020-00127, 3008452825-2020-00128. During a left atrial flutter ablation, a possible stroke and subsequent death occurred. It was indicated the cause of death may have been a stroke. The ablation itself was not the alleged cause of death, however, the cause is unknown. The death occurred 72 hours following the ablation procedure. There were no performance issues with any abbott device.